Event description:
It was reported that during troubleshooting for the unrelated alarm the care giver (cg) had disconnected the solution bags while the home patient (hp) was in the last fill cycle of the therapy and was connected to the homechoice (hc). The technical service representative (tsr) assisted the cg with ending the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This report is for use error - failed to follow therapy steps, where the care giver (cg) had disconnected solution bags while the home patient (hp) was connected to the homechoice (hc) in the last fill. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. The line with the blue clamp is for the last fill bag. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.